Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: mitraclip system, steerable guide catheter, clip delivery system. Evaluation summary: the device was returned for analysis, which confirmed the resistance with the key of the guide valve within the hemostatic valve. A review of the lot history record was conducted and found this lot meeting specifications, as the released devices passed all in-process and final inspections. Additionally, a review of the complaint handling database found no other incidents related to resistance with the key away for this lot. Based on the related records review, review of the lhr for this lot and complaint rate, a potential malfunction was identified. There is no indication that a larger population is predisposed to resistance. This type of reported event will continue to be processed per local quality system procedures.

Event description:
This is submitted to report that during returned device analysis, it was found that the sgc (10299815/(B)(4)) hemostasis valve bond was noted to be loose, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc 10299815/((B)(4)) was advanced to the left atrium (la). The clip delivery system (cds 10317965/(B)(4)) was inserted into the sgc, with the markers aligned. During key engagement, resistance was noticed and it was not possible to advance the cds. The cds was removed and three additional attempts were performed, but the cds could not be inserted. The cds was replaced. The new cds (1029475/(B)(4)) was inserted into the sgc; however, the same issue was observed during key engagement. Resistance was noticed and insertion of the cds was not possible. Three additional attempts were performed to advance the cds without success. It was decided to replace the sgc. A new sgc (10314755/(B)(4)) was used successfully with both of the previously attempted cds. The 2 clips were implanted, and the mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the sgc hemostasis valve bond was loose. No additional information was provided.